Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on download screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hospital network port d104 had not been physically connected. A field service engineer (fse) informed the customer that the hospital information technology [it] department would have to fix the original port, had plugged the station into an alternate pacs port 39 as a temporary fix, had provided a new ethernet cable long enough to reach the alternate port, and had verified recovery through the application. The system functioned as intended after the field service engineer resolved the issue.